Manufacturer narrative:
The medical center discarded all product at the point of explant. No benchtop analysis to root cause is possible. The study team furnished no further clinical details. The failure mode will be monitored and trended.

Event description:
The medical center was utilizing an impella cp in a stemi dtu ide trial when post explant the patient had ischemia that prompted intervention. The injury was treated by thrombectomy, endarterectomy, and femoral artery patch.